Event description:
It was reported that the customer had a motor error during priming and also alarmed during the manual prime. The blood glucose level was 105 mg/dl. Customer states the drive support cap was sticking out. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a protruded/loose drive support disk, minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip. The pump was unable to prime during the prime test due to a protruded/loose drive support disk. No alarms were noted. The pump gave a motor error alarm during the basic occlusion test due to a protruded/loose drive support disk. The motor passed the motor test. No other alarms or reset anomalies noted.